Event description:
The patient has several noise episodes in the atrial and ventricular channel. Those oversensing episodes lead to an inappropriate pacing therapy. Additionally, in the battery status it was also not possible to see the elective replacement indicator.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient has several noise episodes in the atrial and ventricular channel. Those oversensing episodes lead to an inappropriate pacing therapy. Additionally, in the battery status it was also not possible to see the elective replacement indicator.